Event description:
Notes from the consultation: an initial ICD was implanted 6 years ago. At the time of his generator change 2 years ago, he was found to have fracture of both leads deep to the device itself within the pocket. There was no discernible cause. The leads were removed and replaced as well as the device at that time. Within the past several months, he received an inappropriate ICD shock and he has had intermittent noise on both the atrial and ventricular leads. It is now thought that he should undergo lead extraction and replacement with a new st. Jude 7120q/58 electrode for the high voltage lead. This would necessitate the replacement of his ICD generator.notes from the discharge summary: ... His device was also impinging on his left delto-pectoral groove/shoulder crease, and it is thought that this might have contributed to the lead fracture. Hospital course: the patient was taken to the operating room where he was found to have lead fractures, one at the site of fixation of the rv lead to the chest wall deep to the protective "suture sleeve" in the atrial lead and at an undetermined site, although fluid was present within the insulation of the lead. These leads were removed and lead replaced. The pocket was modified to place the device in a more caudal and medial location and an advanced lead system were employed for the rv dual coil electrode. Postoperatively, the patient had no difficulties.